Event description:
Incident with powerpicc¿ provena¿ 4 fr dual lumen catheter - nursing max barrier tray with sherlock 3cg¿ tip positioning system stylet. Unable to see yellow internal wave due to defective sherlock 3cg tps system t lock. Required x-ray for placement verification.

Event description:
Incident with powerpicc¿ provena¿ 4 fr dual lumen catheter - nursing max barrier tray with sherlock 3cg¿ tip positioning system stylet. Unable to see yellow internal wave due to defective sherlock 3cg tps system t lock. Required x-ray for placement verification.